Manufacturer narrative:
The device was returned to zoll medical australia; the customer's report was observed and the ac charger board was replaced. The device was recertified and returned to the customer. The ac charger board was returned to zoll medical united states; the customer's report was observed and attributed to a faulty resistor on the ac charger board. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that the device would intermittently not power up. Complainant did not indicate that there was any patient involvement in the reported malfunction.